Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that due to a sensor pod that got caught on a shopping cart, his transmitter abruptly dislodged from the pod. Patient repositioned transmitter in place and restarted the sensor session but shortly afterwards, the sensor failed. Upon removal of sensor patch, patient noticed that sensor was missing. At the time of his call to dexcom technical support, patient reports feeling a little concern but no pain nor any discomfort at all.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.